Event description:
The customer reported intermittent 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the philips repair bench evaluated the device and ECG cables, but was unable to recreate the reported problem. No trouble was found. The repair bench did find some corrosion on the ECG block connector pins. The measurement panel was replaced for preventative maintenance. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(6) 2012 the customer has not reported any further trouble with this device.